Event description:
It was reported that the cot tipped while being loaded into the ambulance. It was reported that patient was too large for the restraints and too large for both siderails to be up (one siderail was up, one was down, patient was unrestrained). The patient leaned to the side during loading and the patient rolled off the cot and landed on the emt. The emt was injured when the patient rolled onto them; no details were provided regarding the type of injury. The facility did not allege that the product caused or contributed to the emt's injury, and they did not allege a malfunction of the device. The device was inspected by a stryker service technician, and no defect was found that would have caused or contributed to the reported tip.